Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. On (B)(6) 2019 the patient states it¿s not working too well, he fell a couple times. He fell backwards a couple weeks ago and fell forwards prior to that. Patient states he has arthritis/carpal tunnel and his fingers were swollen and he took extra strength tylenol but it made him have to run to the bathroom every 5 minutes. Patient indicated he normally has to go to the bathroom every 2 hours. Patient services tried to clarify the reason patient has the device implanted and it was not clear. Patient states he put device on program 3 and increased it to 8.0 volts but it wouldn't go any higher, he reached the upper limit and felt stim sensation very slightly. He tried a different program and encountered upper limit around 6.0 v. Patient states he changed programmer batteries and they are fine. The patient was redirected to their doctor to address the therapy concerns, to report the falls, and to evaluate the device status / schedule a manufacturer¿s representative to join an appointment if necessary for programming adjustments. Patient called in again on (B)(6) 2019 and states he has changed programs increased stim all the way up and he is not able to feel stim at all. While on the call patient was able to use the programmer and verify stim is currently on and he is on program 1 @ 8.5 v. While on the call patient went to all 4 programs increased stim to 8.5 and does not feel stim on any programs. Patient services had patient decrease stim on each program. Patient states he has had falls and then noticed a change in therapy: first fall: (B)(6) 2019, second fall: end of (B)(6) 2019, third fall: first week in (B)(6), fourth fall: last week. Patient was directed to their hcp to have the device checked. Patient has appointment on (B)(6) that he was not sure he would be able to make. Patient also reported poor communication about 4 weeks ago, but while on the call patient was able to use the programmer and connect with the ins. Patient was sent a listing of closer physicians to their area, and programmer use was reviewed. Patient states that prior to implant he would normally go to the bathroom every hour. Since implant he is going to the bathroom every 2 hours and he has not been able to control his symptoms; the stim did not improve symptoms. (This conflicting information was as reported by the patient) patient states when he goes outside, and it is cold outside like below 40 degrees, he notices he goes to the bathroom about every hour. Patient states he takes myrbetriq (overactive bladder) medication 2x a day helps the controlling the symptoms and keeping him going to the bathroom every 2 hours. Patient also noted they take proscar finasteride (treatment for enlarged prostate), history of bladder spasms. On (B)(6) 2019 the patient stated their doctor¿s office told him a manufacturer¿s representative (rep) would contact them about programming and patient services sent a message to the rep. Patient stated he has tried all 4 programs and none of them are working for him. On (B)(6) 2019 the rep said they would call the patient, and on (B)(6) 2019 the patient stated they had not heard from rep. On (B)(6) 2019 rep sent email stating they had attempted to contact patient 5 times. On (B)(6) 2019 patient requested correct rep call back number, and the rep stated they had called the patient 7 times without a return call. No further complications were reported or are anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from both the manufacturer's representative and the patient: the patient called back and stated they had a voicemail from the rep but has not reached the rep yet. The patient services group emailed the rep. The patient stated they have an unrelated surgery on (B)(6) and hoped to be seen by then. The rep reported the patient hadn't been showing up for appointments and doesn't return calls. The rep planned to call the patient again. The patient did not show up for his appointment on (B)(6) so there was no additional information at this to report. No further complications were reported or are anticipated at this time.